Manufacturer narrative:
The manufacturer did not receive devices, x-rays, and other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the information provided. Since the implantation date has not been provided, this case will be treated as a case that might be related to the issues for which zimmer implemented a correction in july 2008. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of a device deficiency causing or contributing to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional information be received that changes this conclusion, an amended medical device report will be submitted. (B)(4).

Event description:
It has been reported that the patient was implanted with a durom acetabular component 54/48/ code n on an unknown date. Due to metallosis, the patient underwent revision surgery on (B)(6) 2014.

Manufacturer narrative:
Additional information was received on (B)(6) 2015. The devices were returned and the result of the visual examination has been made available. Review of event description: product was implanted on unknown date and was revised on (B)(6) 2014 due to metallosis,scratches. No x-rays were received for evaluation. Visual examination: during the visual examination the durom acetabular component presented significant third body material, minimal third body material on the articulating surface, scratching on the articulating surface and rim. Porous coating of the durom acetabular component is flattened and dark. Metasul ldh large diameter head presented third body material and scuffing on the articulating surface, scratching and third body material on the face. Metasul ldh head adapter presented third body material growth on the inner taper surface. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced above in h7 and h9. The distribution of this product was ceased in the meanwhile. Therefore, zimmer gmbh considers this case as closed. (B)(4).